Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the usb cable no longer charged the pump. It was confirmed that the pump was able to be charged with a different usb cable. The customer's blood glucose was not impacted. The customer was to continue to use the pump to manage diabetes.